Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging shortness of breathing, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged shortness of breathing, cough. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device was inspected, error log shows 0 errors. Blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 774.3 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt around the air inlet. Yellow contaminant on the top enclosure. Dark contaminant found at blower seal on blower box. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section h6 were updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breathing and cough related to a CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation and cancer. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.